Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. The issue being reported is not associated with a serious injury or potential for serious injury with reoccurrence. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the ninth firing during a distal pancreatectomy, the tail of the pancreas was resected. Crushing was performed for 10 minutes. It changed to slow mode and 1 cm was fired for 10 minutes. The thickness of the tissue was less than 10 mm and purple reload was selected. The doctor felt it was a little difficult to release the reload after firing. The doctor felt it was strange that the reinforced material of the reload was fired on the pancreas. The stapler's pusher was found to be raised to the end, and the suture at the tip of the tissue reinforcement material was also found to be broken. When the doctor released the reload gently using forceps, the stump was found to be jagged. It was in the condition that there was no reinforced cartridge or staples on both stumps of the pancreas. There was tissue damage as a result. The resection line in the pancreas was only resected, and staples were not placed. The procedure was completed with manual suturing. The surgical time was extended by less than 30 minutes and less than 200 cc of bleeding occurred as a result of the staples which were not deployed.